Event description:
Additional information reported the pump was removed. The pump did what it was designed to do. The sufentanil and bupivicaine were ineffective in lowering the patient¿s pain. Additional information reported the patient was seen by the physician on (B)(6) 2013. The patient believed the device was not helping with his pain and was the ¿most miserable¿ he had ever been. The physician removed the device.

Event description:
It was reported the patient never had therapeutic effect. The patient was tested with several different drugs before the pump was put in. The patient has been getting refills every three months. One month after the was pump put in the patient was trying to get off of opium based narcotic drugs. The patient has been on lortab and percocet for nearly six years. Within 30 days, the patient was hurting so bad afterward, that the hcp put him back on lortab every eight hours for breakthrough pain. The patient was trying to get some help. The hcp decided in (B)(6) 2013, after doing multiple tests of doing boluses, shutting the pump off which was on 6/6/13, direct injections in his lower spine, and changing the way it flows. It was ineffective. The patient had one sciatic pain injection on (B)(6) 2013 and one on (B)(6) 2012. They were trying to give medication in short boluses and see if they could move the catheter lower. They were attempting to give the patient injections of medication in the spine. It did nothing. The nerve was so irritated in his leg that it hit like a "bolt of lightning." The patient did not use anesthesia. The patient was in kidney failure at the moment and didn¿t know it. The patient¿s potassium was 6.0. The patient had severe loss of his right leg. The patient got the pump due to the sciatic nerve was hurting. The pump has not helped his back or his leg. The hcp agreed to set the pump down from 150 to 30 degree increments till he had it off. It has gotten to the point of turning the pump off. The hcp wasn¿t sure he could continue treating the pump. The patient felt that he has gotten progressively worse in the last 14 months. The patient had seen the hcp three to four times since the pump was implanted. On (B)(6) 2013 the patient went to the hcp¿s office for an epidural. The patient was put on an agility course. The patient scored a 23 the first time which was in (B)(6) 2012. After the patient had the pump put in, he did a 45 on one. On (B)(6) 2013, he scored a 24. The patient lost his right leg because he was waiting too long before he saw a neurosurgeon. The patient¿s toes started to get numb. Within the last month, his toes on his left leg started to get numb. The patient wanted the pump taken out. The neurosurgeon doesn¿t want to do anything with the pump. The hcp wants him to come in on 10/2/2013 to have the pump drained and filled with saline. The hcp will then decide whether or not pump should be taken out. The patient was concerned ¿he will lose.¿ the hcp suggested the patient have four or five more similar injections to see if he could locate the nerve. The next refill is scheduled for (B)(6) 2013. The pump contained 15 ml sufentanil and 25 ml bupivacaine. The sufentanil was 350 micrograms/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).